Manufacturer narrative:
Concomitant medical products: product ID 8784, lot# serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type catheter. Product ID 8781, lot# serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 29-jan-2023, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 17-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving lioresal (baclofen) (2000 mcg/ml at 905 mcg flex) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that patient had pump replacement (B)(6) 2021 and has had increased titration of intrathecal baclofen but tone and spasms continue. Healthcare provider (hcp) felt patient may have a micro tear in their catheter and removed and replaced complete catheter. The environmental factors that may have led or contributed to the event is unknown but the patient had spinal cord injury and denied falls. The issue was resolved at the time of this report, the patient status at time of this report is alive no injury.

Manufacturer narrative:
H3: the 8781 catheter was returned and analysis identified a kink in the catheter body. The 8784 catheter was returned and analysis identified damage to the sutureless connector (sc) which is consistent with explant damage. Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type catheter product ID 8781 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.